Event description:
It was reported on (B)(6) 2024 that a patient suffered a non-union that lead to an infection from an open wound. Initially, it was reported that there was an infection that was not related to the axis beam implant. It was also reported that the patient had poor bone, diabetes, and charcot foot.

Event description:
Axis beam removal due to infection.